Manufacturer narrative:
The cartridge has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 290 mg/dl with symptoms of drowsiness. The reporter stated that there were air bubbles in the cartridge. The reporter reviewed the patient¿s technique with the cartridge and found that they were not cycling the cartridge plunger prior to use. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of use error of the cartridge.